Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while performing peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the event was unknown. On the same day as the event onset, the patient started treatment with reflin (1g, route, frequency, and duration not reported) and tobramycin (40mg, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient is recovering and treatment was ongoing. No additional information is available.